Manufacturer narrative:
The inspection performed by the arjo technician revealed that the power supply cable for the indigo module was defective. The internal wires were damaged and black marks were visible on the power cable. The power cable fuse was blown due to a short circuit in the cable. The indigo power supply cable was replaced and the bed proper functionality was confirmed during testing. The investigation performed by the manufacturer revealed that the damage was caused by the inner wire deterioration due to stress applied during up and down movements of the bed. The instructions for use for the enterprise 9000x (746-591) include the following warnings: ¿disconnect the bed from the electricity supply before starting any cleaning and maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet.¿ as per the preventive maintenance section of the instructions for use for indigo (416260), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed. To sum up, the complaint was decided to be reportable due to the power supply cable malfunction (internal wires damaged and black marks visible). This component was found to be defective and from that perspective, the device did not meet performance specifications. The bed was not in use with the patient when the malfunction was observed.

Event description:
The end-user reported that the smoke smell was coming from the enterprise 9000x bed equipped with indigo module (intuitive drive assist). There was no patient involved. No injury was reported.